Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they have been having to change through the programming to figure out what setting works best for them. Patient was on program 3, and at .4 or .5, but when the anesthesia wore off it felt like too much and had to lower the stimulation. Patient tried programs 1-4. Some programs hurt so they aren't going to use them. Patient has a call into the doctor. Patient was on program 2 and they started feeling symptoms coming back last night. They thought it might be something that they ate. Patient noted it kept up for a couple hours. They had pain in front of lower abdomen. It felt like they had to pee but couldn't. Patient has been uncomfortable all day today. Patient changed to program 6 and they said the stim felt better, that it was more in the right spot. The patient was redirected to their healthcare provider to further address the issue.